Event description:
Customer's mother reported that customers blood glucose readings were high. The blood glucose readings were off and there was a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.